Event description:
The customer stated that he tested his blood glucose using his contour meter and received a reading of 364 mg/dl. He retested using another meter and received a reading of 163 mg/dl. On another occasion, the contour read 340 mg/dl, while the other meter read 145 mg/dl. The difference between both sets of readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer used the last of his test strips while troubleshooting, so no product will be returned for evaluation.